Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR# 2015691-2024-08659 for additional event and information associated with this device.

Event description:
It was learned through receipt of medical records, that patient with a 21mm 8300ab aortic valve implanted had heart block requiring ppm on pod #1.

Manufacturer narrative:
Added information to h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The complaint is confirmed through medical records. Based on the information provided, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.